Manufacturer narrative:
E.1. (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device biometric-identifier (bio-ID) experienced prolonged scan. A field service engineer uninstalled and reloaded bio-ID driver, still faced lagging, replaced the bio-ID to resolve the issue, rebooted station and verified the functionality. The fse rebooted the station during the repair work. The electronics drawer and the area around the back of the communication sled and power supply were cleaned. The fse checked for medications and cleaned debris from the bottom edge of the back panel. Loose drawers were checked and the drawer cable was reseated. All drawers in the main cabinet were tested, and all tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station ormain biometric identifier took a long time to scan. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.